Event description:
This ra lead was implanted on (B)(6) 2004 and was explanted on (B)(6) 2014 due to an infection. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).